Event description:
During baxter's functionality testing of a spectrum pump, it had an intermittent keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the intermittent keypad. An intermittent keypad response of the 1st and 2nd soft keys was experienced during eval. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.